Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message and needed an MRI. It is unknown if the message displayed prematurely. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.